Event description:
A report was received on 23 aug 2024 from the home therapy nurse (htn) of patient (B)(6), a 49 year old female with a medical history including multiple comorbidities and end stage renal disease approved for performing solo home hemodialysis therapy, who stated the patient was found with the arterial line disconnected and an unspecified amount of blood lost during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 27 aug 2024 from the htn stating the patient was found unresponsive with the central venous catheter leaking. Upon emergency medical services (ems) arrival the patient was bradycardic (nos) with low blood pressure (nos), fluids (nos) were administered. The patient was transported to the emergency room (ER) and coded approximately 15 minutes upon arrival. The patient was revived but expired the following morning, cause of death heart attack/blood loss.

Manufacturer narrative:
The cycler was not received for evaluation and no defect was found during evaluation of the involved cartridge. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).